Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of approximately 46 months, due to severe mitral valve regurgitation. Reportedly, the mitral valve was observed to be calcified.